Event description:
During operational testing of a ventilator an issue with the active exhalation control module was observed. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's active exhalation control module was replaced to address the issue.